Manufacturer narrative:
Unit received with blank display due to corroded lcd board. Unable to perform operating currents, self test, error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to blank display. Unit had minor scratched lcd window, cracked battery tube threads, cracked belt clip slot and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump is cloudy underneath the lcd display screen. Customer's blood glucose was in the 100's mg/dl at the time of incident. Troubleshooting found that the pump got wet from a swimming pool. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.